Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use the pump for insulin therapy, however, would revert to an alternate method of insulin therapy if necessary. There was no reported adverse impact to the customer's blood glucose level.